Event description:
On 04/30/2025, a sales representative reported via phone that an ar-8925t syndesmosis tightropes tightening suture had snapped. This occurred during an ankle fracture on 04/30/2025 while being inserted into the patient, and all fragments were retrieved. There was no harm to the patient. The procedure proceeded using another ar-8925t.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. A slow, steady pull is recommended to ensure the anchor seats properly. The complaint allegation was not confirmed. No evidence of that failure was received.